Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead had non product experience. This lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead had non product experience. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report is being filed because the initial report number (B)(4) was sent in error.